Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the cooler heater unit was alarm constantly and the front panel light "wrench" was on. The intermittent problem apparently went away for a time but re-appeared this morning. The device was not changed out, as they did not have a back-up unit, therefore the case was canceled for that day. The surgical procedure was completed successfully. Ther was no blood loss, nor adverse consequences to the pt. Per the clinical review on (B)(6) 2015: the perfusionist (ccp) stated that during setup, the unit was continuously alarming and had the wrench showing red light on the front panel. Due to this condition, the ccp and the physician did not feel comfortable using the tcm for the case. The case was an elective procedure that was delayed until the unit was serviced, as they do not have a back-up unit. The case was completed successfully the next day with no harm to the pt and with no associated blood loss. The ccp said that she was unable to tell if the unit was cooling of heating appropriately in this case, but that she has noticed that lately this unit has been cooling slower than it previously did.

Manufacturer narrative:
The reported complaint was not confirmed. As indicated in the instructions for use (IFU) and the service manual, the wrench warning light indicates there is a problem in the temperature display or measurement system. The analog to digital (a/d) timer printed circuit board assembly (pcba) controls the temperature measurement in the tcm.

Manufacturer narrative:
This complaint is related to MDR #1828100-2015-00161 and MDR #1828100-2015-00438. The field svc rep (fsr) could not duplicate the reported issue. He did fine the a/d timer board calibration was out of spec and had been recently calibrated. The fsr replaced and a/d timer board and calibrated per procedure. The unit operated to MFR spec was returned to clinical use. The suspect part will be returned to the MFR for further eval. If add'l info becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.